Event description:
It was reported that the mini vision stent delivery system (sds) ruptured at 10 atmospheres with the first inflation during deployment of the stent in the saphenous vein graft (svg). The entire sds was removed from the anatomy. The stent was post dilated with an unknown balloon dilatation catheter. The sds was reportedly soaked prior to use and prepared according to the instructions for use outside the anatomy. There was no reported resistance during advancement to the target lesion. There was no tortuosity or calcification in the svg. There were no adverse patient effects. There was no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.